Manufacturer narrative:
Zoll medical corp has received the ECG data file for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. The shock was delivered to the pt. A subsequent analysis was performed. The device returned a "shock advised" prompt and began charging energy, the clinician turned the device off to disable the device from charging energy. Complainant indicated that the pt subsequently expired.